Event description:
It was reported that an atrial lead warning and low atrial impedances were noted on the carelink transmission. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead warning and low atrial impedances were noted on the carelink transmission. It was further reported that the there was another low impedance atrial lead warning. The lead also had noise and oversensing that caused inappropriate mode switches. The patient experienced an "electrical feeling" by the pocket which was due to the lead impedance variability causing the lead monitor to switch to unipolar pacing. Under fluoroscopy, an insulation disruption was noted in the subclavian region. The lead was capped and replaced. No patient complications have been reported as a result of this event.